Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; physician programmer model 8840, serial# unk; ptm programmer model 8835, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced overdose symptoms and was in the ER. Patient had cancer and her dose was increased two days ago and "now she's somnolent and unresponsive." Additional information has been requested; a follow-up report will be sent when additional information becomes available.